Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a cartridge leak that resulted in elevated blood glucose (bg) of 350 mg/dl. After performing a full supply change, bg returned to range. The user planned to call later to report the event in detail. The highest blood glucose (bg) recorded was 350 mg/dl. Bg was corrected with a full supply change. The user's reported symptoms during the event were exhaustion and "out of breath". No medical intervention was required at the time of call.